Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused; further described as "the pump was empty within thirty-one (31) hours instead of the expected forty-eight (48) hours". This was observed during patient infusion. The device had been filled with 5-fluorouracil and 5% glucose to a total fill volume of 121ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot # 21c028. H4: device manufacture between march 29, 2021 to march -30, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.